Manufacturer narrative:
An event of device deformity could not be confirmed. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that there was no angulation or kink in the delivery system upon deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was chosen for implant using a 6f amplatzer trevisio intravascular delivery system. During procedure, when the occluder was released, it came out of the sheath in a cobra shape. The device was retracted. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 8mm amplatzer septal occluder was chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable. No additional information was provided.